Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 30-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's previously administered products included for birth control: ortho tri-cyclen from 2002 to 2006. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vulvovaginal dryness ("vaginal dryness"), acne ("acne,"), night sweats ("night sweats"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/heavy periods"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and migraine ("migraines / headaches"). The patient was treated with surgery (removal of essure's and bilateral tubal implantation in cornua). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, alopecia, acne, night sweats, vaginal haemorrhage, menorrhagia and migraine had resolved and the vulvovaginal dryness, genital haemorrhage, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, night sweats, vaginal discharge, vaginal haemorrhage and vulvovaginal dryness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's previously administered products included for birth control: ortho tri-cyclen from 2002 to 2006. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vulvovaginal dryness ("vaginal dryness"), acne ("acne,"), night sweats ("night sweats"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/heavy periods"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and migraine ("migraines / headaches"). The patient was treated with surgery (removal of essures and bilateral tubal implantation in cornua). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, alopecia, acne, night sweats, vaginal haemorrhage, menorrhagia and migraine had resolved and the vulvovaginal dryness, genital haemorrhage, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, night sweats, vaginal discharge, vaginal haemorrhage and vulvovaginal dryness to be related to essure. Most recent follow-up information incorporated above includes: on 27-may-2020: pfs received-lot number were added. Event injury updated to lower abdominal pain. New events abnormal bleeding (vaginal, menorrhagia), vaginal dryness, acne, night sweats, abnormal bleeding (general), nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, hair loss, migraines / headaches, she didn¿t undergo essure confirmation test were added. New reporters, historical drug were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.